Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via an upcoming software update. Remote monitoring was later restored in clinic. This pacemaker remains in service. No adverse patient effects were reported.